Event description:
It was additionally reported that the death was not considered to be device related. The device had operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Analysis of the log files confirmed the reported low flow alarms; however, a specific cause for the events could not be determined through this evaluation. The system controller event log file contained events from 17mar2025 through 24mar2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began showing low flows on (B)(6) 2025; it was noted that the patient had a history of low flow alarms. The suffered a stroke on (B)(6) 2025. A head computed tomography (CT) was performed and the stroke was diagnosed as an ischemic stroke. No changes that may have contributed to the patient condition or anticoagulation status were noted. The patient experienced unresponsiveness, had to be intubated and suffered severe brain damage. There was no neurological intervention performed since the patient was do not resuscitate (dnr) and there would be no escalation of care. Log files were sent for evaluation and revealed low power hazards, power cable disconnects and no external power alarms on (B)(6) 2025 at approximately 9:14am while tethered on the mobile power unit (mpu). The alarms appeared to have been caused by power to the mpu being briefly interrupted, but whether there were any environmental circumstances that affected ac power at the time of the event was unknown. There did not appear to have been any interruption in pump support. Additionally, the log files discovered low power advisory(s) on (B)(6) 2025 at approximately 8:46pm due to normal battery depletion. Multiple strings of low flow flags and other low flows events that did not persist long enough to activate an alarm on (B)(6) 2025 were captured, which seemed to have been physiological in nature where the low flow estimator dropped below 2.5 liters per minute. The site did not identify a cause for the low flows. The pump appeared to have seen a reduction in blood volume. The reported events did not appear to have been the cause of any type of mechanical circulatory support (mcs) equipment issues. The low flow events seemed to have been a patient related issue and not an equipment related issue. There were no other unusual events seen within the log files. On (B)(6) 2025, the patient underwent cardiac arrest and passed away. Whether the outcome was device or therapy related was not provided by the customer. An autopsy would not be performed. The pump was not explanted. The mcs equipment seemed to have operated as expected, and the mpu would not be returned.